Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a manufacturer¿s representative (rep) stated that the patient would see the setting not available screen on the patient programmer. The rep stated contact 15 had an impedance of 4000 ohms, but is not used in programming. The rep stated the contacts used in programming were 2000 ohms at most. There were two programs both with 2 anodes and one cathode. The pulse width is 300 and the rate 40. The patient cannot get past 1.8 in intensity. The ins battery was almost fully charged. It was suggested that the rep add another cathode, and look at each programmed contact with the others to check for higher impedances. The rep reported he would try this. It was also reported that the patient was using a new controller and battery. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that settings not available message was seen on group b but now doing it on all programs. Patient also reported that they had noticed that when they turn stimulation off and then back on again settings are at zero; however this was only occurring when adaptive stimulation was enabled. Manufacturer representative changed patient's setting which should resolve. It was reported that patient had some itching at the ins site but it has now subsided. Patient believes it was from doing a lot of charging that irritated the skin. No further complications reported and/or anticipated at this time.